Manufacturer narrative:
Findings: pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Unit had minor scratches on lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It is reported that a customer received a button error alarm on insulin pump. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further info was provided.